Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ use error: observed, one opening on the anterior side assessed, as surgical damage per rag. No additional observations. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a right side deflation and exchange. Healthcare professional, additionally reported, "hole, non-specific". "Deflation right implant shortly after surgery" and ¿had a needle poke in the implant. Most likely, with a scenario, that during closure at the time of the (B)(6) 2023 surgery. It must had an iatrogenic needle injury¿. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and exchange. Device remains implanted.